Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that while the patient was taking a shower, the infusion set's tape had gotten loose and fell off. Further, she could not put it back and she started running high, as she did not use the pump. Her blood glucose level went up to 1100 mg/dl and her husband called the ambulance. On (B)(6) 2020, between 11:00 am - 12:00 pm, the patient was hospitalized with blood glucose level of 1100 mg/dl. During hospitalization, she received intravenous insulin drip as corrective treatment and after spending 2 nights and 3 days, she was released from the hospital. No further information available.